Event description:
It has been reported to philips that the flexvision monitor was intermittently blank out. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿flexvision monitor was intermittently blanked out¿. Upon troubleshooting it was found that issue occurred due to faulty flexvision monitor. The philips engineer replaced the flexvision monitor. After replacement of the flexvision monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.